Event description:
Caller reported a malfunction on pump, which did not result in blood glucose level exceeding 500 mg/dl. Customer received assistance from cts with resetting the pump, and after reset, the malfunction code did not recur. Customer was instructed to continue using pump and to contact support if issue arises again, and caller acknowledged understanding of these instructions.